Event description:
The reporter stated that he did meter to hcp meter comparison tests, in a fed state, within 2 hours. The result on his meter was 118 mg/dl, and the hcp meter (type unknown) result was 241 mg/dl. He did not have any symptoms. Control testing was not done due to a lack of supplies. On follow up, the lifescan representative reviewed testing procedures, meter/meter/lab comparisions, use of control solution, sample application, cleaning and coding with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8